Manufacturer narrative:
The lead was returned and lead evaluation revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient was presented to the hospital due to an infection and abscess in the left foot. The patients pacemaker, right ventricular and right atrial leads were explanted. A temporary pacemaker and lead was implanted. The patient was discharged with no reports of adverse consequences.